Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient was unable to establish a connection between the ipg and the patient controller. A company representative met with the patient and confirmed the issue. The representative attempted multiple times to connect to the ipg, but to no avail. The patient stated they underwent a surgical procedure and the device became inoperable following the procedure. In turn, the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
The reported observation of ¿ipg unable to communicate, possible service app status was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s unrelated surgical procedure as stated in the event details. There is guidance noted in the clinicians manual concerning handling of the device: electrosurgery devices should not be used in close proximity to an implanted neurostimulation system. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced, restoring therapy and resolving the issue.